Manufacturer narrative:
A philips remote service engineer performed remote trouble shooting with the customer and confirmed that no sound was emitting from the device. A new speaker assembly was shipped to the customer for biomed to repair at their facility. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the customer was provided a replacement speaker to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2, indicating that the device displays a speaker malfunction when connector to monitor. The device was in use on patient at time of event, there was no adverse event reported.